Event description:
A nurse called to report several cases of toxic anterior segment syndrome (tass) following intraocular lens implant surgery. The nurse reported the cases occurred on eight different surgery days and involved several surgeons. Additional information has been requested. There are sixteen medical device reports associated with this event. This is the first of sixteen reports.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined by the investigation. It is unclear how the product could have contributed to this event. Product history record reviews for all associated complaints do not demonstrate any correlation between manufacturing dates for the products. Additional information was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).